Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission with post-sensed t-wave oversensing and wide variations in far-field morphology scores. Upon device interrogation, it was revealed that the patient had r-wave amplitude reduction causing post-sensed t-wave oversensing on the right ventricular lead. It was suspected that there was lead tip dislodgement, but no oversensing or noise could be produced via range of motion movements. Programming changes were made and the patient will be followed up with in six months.